Event description:
It was reported that a user experienced a temporary absence of glucose readings from a dexcom g7 continuous glucose monitor (cgm) that subsequently reconnected during the call, and no further assistance was requested. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no alerts or alarms reported. User support included troubleshooting and education conducted during the call. Investigation of this case revealed transient signal loss with the responsible device not identified, and readings resumed without intervention, indicating no ongoing device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent interruption of bluetooth connectivity due to unknown factors.